Event description:
The end user alleges he was driving the scooter outside when he made a right turn at full speed resulting in a fall. The end user sustained a fractured left hip and a fractured left collarbone.